Event description:
The customer obtained non-reproducible higher than expected vitros tsh result from one patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated tsh results occurred from one patient sample processed on the vitros eci immunodiagnostic system. The possibility that an analyzer related event, or poor sample processing, had contributed to the results could not be ruled out. A definitive root cause could not be determined. However, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors. The root cause of this event is unknown.